Event description:
Information received by medtronic indicated that there was loss of communication between insulin pump and mobile app. Customer stated that the minimed mobile app was unresponsive. No harm requiring medical intervention was reported. Customer will continue to use the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.